Manufacturer narrative:
The user started receiving sensor replacement alert on (B)(6) 2025, day 93 after insertion. The sensor was received with the hydrogel damaged, which was likely caused by excessive force during the removal process and not related to the user's complaint. In-house testing of the returned sensor and in vivo raw sensor data indicated chemical degradation with noisy sensor readings observed due to optical instability. This transient instability could not be reproduced, and this may occur in some instances where the failure mode that presents itself in the body is not reproduced in the lab. The sensor replacement alert was triggered when there was a reference channel instability flag on all 4 channels, resulting in blinded glucose values for over an hour. The user was offered a sensor replacement as a resolution. B4. Date of this report: 27 july 2025. D9 device available for evaluation? 02 june 2025. G3. Date received by the manufacturer? 27 july 2025. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 10. H6. Investigation findings updated to 3224. H6. Investigation conclusions updated to 4315.

Event description:
On april 29, 2025, senseonics was made aware of an incident where user received an early sensor replacement alert resulting in an early sensor removal. To further evaluate the issue and to determine the root cause, a return material authorization (RMA) was issued to bring the sensor back for investigation.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.